Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had a fracture. Boston scientific technical services (ts) discussed about lead design. Attempts to obtain additional information was unsuccessful. This lv lead was surgically abandoned. No additional adverse patient effects were reported.